Event description:
Per the clinic, the patient experienced drainage and bleeding at the implant site post operatively. The patient was taken to the operating room on (B)(6), 2014 for debridement and irrigation of the site at which time it was reported that the patient had an infected seroma, the patient is being treated with intravenous antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.